Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon occurred due to the following causes. The user connected the subject device while the output connector or the light guide of the endoscope was still wet. If the electrical contacts are not fully dried, communication between devices may fail and error code b30 may occur.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the electrical contacts of output socket of the subject device were corroded. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, sometimes a scope communication error b30 appeared on the monitor. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.